Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the reported issues. Additional part used: gs avl/gvm monitor: catalog: 0570-0338, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with lopro t3 gs52001, image flickered consistently when the blade was attached to the monitor. Unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.